Event description:
See initial report.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is a defective motor electronics which damaged also the safety resistors on the distributor board.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and replaced the distributor board and a patient pump. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that after routine disinfection, a heater-cooler system 3t displayed error codes associated to the pumps of patient side. There was no patient involvement.